Event description:
Result of 102 mg/dl, while using the suspect device. Pt indicated that, based on this result, he took his normal amount of insulin (30 units). Approx 30 minutes later, pt reportedly lost consciousness while on the phone, speaking to a relative. Pt's relative reportedly contacted another relative who, in turn, contacted emergency medical services, on pt's behalf. Pt stated that, upon paramedics' arrival, his blood glucose measured 30 mg/dl (on emt's blood glucose monitor). Pt was reportedly treated with glucose (type and administration route was not provided).pt stated that he was not transported to the hospital for additional treatment.pt's current condition: good. Quality control testing support requested the return of the suspect product and replacement product was shipped.